Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement unit to complete the procedure. No pt complications were reported by the hosp.